Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or history. The pump powers on with vibratory and audible sounds. The pump was exercised for 24 hours on a 1 unit per hour basal rate and no power issues occurred during this time. Evaluation revealed a crack in the battery compartment from the threads to the case seal. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was no damage to the battery cap. A battery compartment leak was found during leak test. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas to report that the pump's display was randomly going blank; however, could still hear audible tones emitted from the pump. The patient reported when he replaced the pump's battery due to display issue he noticed there was moisture in the battery compartment. The patient stated he dried out the battery compartment and inserted the new battery and the pump would come back on for a period, but the display would randomly go blank again. At the time of troubleshooting, the patient confirmed there was no visible damage to the pump's casing and claimed the battery cap was secured to the pump and the yellow o-ring was not visible. The alleged power issue remained unresolved.